Event description:
The talent thoracic stent graft system was implanted in a pt for the endovascular treatment of a 5.6 cm thoracic aortic aneurysm. The proximal native aorta was 40-44 mm in diameter; distal native aorta was 35-43 mm in diameter. It was reported that the proximal main was placed distal to the left subclavian followed by 2 distal main stent grafts. During deployment of the proximal main the bare stent started to misalign. Although the device was pulled back, the misaligned stent graft was unable to be corrected. The spring appeared to be almost penetrating the aorta; however, there was no perforation. A small type 1 endoleak was noted, but it did not fill the sac. The graft was ballooned and the endoleak resolved. The bare spring appeared to become better positioned, but did not entirely become corrected and remained misaligned. Two distal main stent grafts were implanted distally. No further intervention was performed and the pt will continue to be monitored.

Manufacturer narrative:
(B)(4). Results: (endoleak), (conically shaped native aorta). Conclusions: (conically shaped native aorta).